Manufacturer narrative:
(B)(4). The occurrence date was sometime in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal unspecified antibiotics (dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovering and was still taking the antibiotics. The pd therapy was ongoing. Additional information was requested, but is not available at this time.